Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received user facility report # (B)(4) from the (B)(4) registry which stated that the "pt reported mahogony colored urine for three (3) days. Echo findings concerning for thrombus in lvad inflow conduit." No other info regarding this event was provided.

Manufacturer narrative:
The manufacturer is attempting to acquire additional info from the hospital regarding this event. The user facility report # (B)(4) was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.